Event description:
It was reported that during an un-specified procedure, an unknown otw trek balloon catheter was advanced, but met resistance with the guide wire. It was very difficult to advance the trek; however, the balloon was used successfully. There was additional resistance during removal. The balloon was prepared prior to use per the instructions for use. No other device was needed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.